Manufacturer narrative:
It was reported to abbott a rep mat with a patient and confirmed their ipg was end of life. Surgery took place where the ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient underwent replacement surgery for their ipg. No complication therapy restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable confirmed at end of life by rep. Replacement surgery may take place.